Event description:
Customer reported that unlock feature was not working, leading to accidental navigation of the pump while it was in the pocket. There was no adverse impact to the customer¿s blood glucose level. Follow-up could not be conducted as the customer declined; thus, no additional actions were taken by support.